Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube (left)"), device dislocation ("migration of essure device (right)"), abdominal pain lower ("pain / lower abdomen pain"), device breakage ("breakage of essure device"), pregnancy with contraceptive device ("pregnancy (no complications)") and cervical dysplasia ("high grade squamous intraepithelial lesion") in a 25-year-old female patient (gravida 2, para 2) who had essure (batch no. 626144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes (left)". The patient's past medical history included dysmenorrhea, gravida I and parity 1 ((B)(6) 2007). Concurrent conditions included tubal ligation since (B)(6) 2009, loop electrosurgical excision procedure (procedure for high grade squamous intraepithelial lesion) since (B)(6) 2015 and cone biopsy of cervix (procedure for high grade squamous intraepithelial lesion) since (B)(6) 2015. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 8 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping) worsened after essure"). On (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and cervical dysplasia (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopy with bilateral salpingectomy on (B)(6) 2016), surgery (laparoscopy with bilateral salpingectomy on (B)(6) 2016), surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (cone biopsy of cervix). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain lower, device breakage, pregnancy with contraceptive device, cervical dysplasia and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, cervical dysplasia, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: she had a hysterosalpingogram that showed postoperative perforation but she never followed up and then got pregnant. Patient did not experience any complications of her unintended pregnancy or delivery. Patient was able to stand and walk straight without being over in pain after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: unilateral occlusion (right tube occluded); on an unknown date: postoperative perforation. Pregnancy test urine - in (B)(6) 2009: positive. 2008 hysterosalpingogram - failure to occlude (close) fallopian tubes, breakage of essure device, migration of essure device, perforation (fallopian tube). (B)(6) 2016 ultrasound pelvis transvaginal - essure in left tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain lower, cervical dysplasia, pregnancy with contraceptive device, fallopian tube perforation, dysmenorrhoea, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube (left)"), device dislocation ("migration of essure device (right)"), abdominal pain lower ("pain / lower abdomen pain"), device breakage ("breakage of essure device"), pregnancy with contraceptive device ("pregnancy (no complications)") and cervical dysplasia ("high grade squamous intraepithelial lesion") in a 25-year-old female patient (gravida 2, para 2) who had essure (batch no. 626144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes (left)". The patient's past medical history included dysmenorrhea, gravida I and parity 1 ((B)(6) 2007). Concurrent conditions included tubal ligation since (B)(6) 2009, loop electrosurgical excision procedure (procedure for high grade squamous intraepithelial lesion) since (B)(6) 2015 and cone biopsy of cervix (procedure for high grade squamous intraepithelial lesion) since (B)(6) 2015. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 8 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping) worsened after essure"). On (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and cervical dysplasia (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopy with bilateral salpingectomy on (B)(6) 2016), surgery (laparoscopy with bilateral salpingectomy on (B)(6)2016), surgery (bilateral salpingectomy on (B)(6) 2016) and surgery (cone biopsy of cervix). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain lower, device breakage, pregnancy with contraceptive device, cervical dysplasia and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, cervical dysplasia, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: she had a hysterosalpingogram that showed postoperative perforation but she never followed up and then got pregnant. Patient did not experience any complications of her unintended pregnancy or delivery. Patient was able to stand and walk straight without being over in pain after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: unilateral occlusion (right tube occluded); on an unknown date: postoperative perforation. Pregnancy test urine - in (B)(6) 2009: positive 2008. Hysterosalpingogram - failure to occlude (close) fallopian tubes, breakage of essure device, migration of essure device, perforation (fallopian tube). (B)(6) 2016 ultrasound pelvis transvaginal - essure in left tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain lower, cervical dysplasia, pregnancy with contraceptive device, fallopian tube perforation, dysmenorrhoea, device dislocation. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records received. Added new reporters and case became medically confirmed. Added patient's date of birth and height. Added medical history and relevant lab data. Updated essure's start date, indication and added batch number (626144). Added events dysmenorrhoea, device dislocation , device breakage, cervical dysplasia. Perforation was updated to fallopian tube perforation. Pelvic pain updated to abdominal pain lower. Event ectopic pregnancy with contraceptive device was updated to pregnancy with contraceptive device. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube (left)"), device dislocation ("migration of essure device (right) / migration of essure device (location: never found)"), abdominal pain lower ("pain / lower abdomen pain / debilitating pain"), device breakage ("breakage of essure device"), pregnancy with contraceptive device ("pregnancy (no complications)") and cervical dysplasia ("high grade squamous intraepithelial lesion") in a 25-year-old female patient (gravida 2, para 2) who had essure (batch no. 626144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes (left)". The patient's past medical history included dysmenorrhea, gravida I and parity 1 (B)(6)2007). Concurrent conditions included tubal ligation since (B)(6)2009, loop electrosurgical excision procedure (procedure for high grade squamous intraepithelial lesion) since (B)(6)2015 and cone biopsy of cervix (procedure for high grade squamous intraepithelial lesion) since (B)(6)2015. Concomitant products included ibuprofen (motrin) since 2008 and paracetamol (tylenol) since 2008. On (B)(6)2007, the patient had essure inserted. On (B)(6)2008, 8 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping) worsened after essure"). On (B)(6)2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2015, the patient experienced cervical dysplasia (seriousness criterion medically significant). In (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopy with bilateral salpingectomy on (B)(6)2016), and surgery (loop electrosurgical excision of cervix, cone biopsy of cervix). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, pregnancy with contraceptive device, cervical dysplasia and dysmenorrhoea outcome was unknown and the abdominal pain lower was resolving. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, cervical dysplasia, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: she had a hysterosalpingogram that showed postoperative perforation but she never followed up and then got pregnant. Patient did not experience any complications of her unintended pregnancy or delivery. Patient was able to stand and walk straight without being over in pain after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: unilateral occlusion (right tube occluded); on an unknown date: postoperative perforation pregnancy test urine - in (B)(6)2009: positive on 2008, hysterosalpingogram - failure to occlude (close) fallopian tubes, breakage of essure device, migration of essure device, perforation (fallopian tube). (B)(6)2016, ultrasound pelvis transvaginal - essure in left tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain lower, cervical dysplasia, pregnancy with contraceptive device, fallopian tube perforation, dysmenorrhoea, device dislocation." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: reporter information was updated. Her concomitant medications were added. Per plaintiff's fact sheet event: outcome of event abdominal pain lower updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, ectopic pregnancy with contraceptive device and pelvic pain outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.